Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in block b5. This no longer apply as a reportable complaint as the device was cleared for implant.

Event description:
It was reported that this implantable pacemaker record a fault code 1003. Data was sent for engineering analysis. Analysis showed that the device recorded days with temperatures near or below labeled storage conditions. The battery voltage is tracking the temperature, and has recovered with warmer temps. The device can be implanted. The device was never in service. There was no patient involvement. Additional information received indicated that the recorded code 1003 was due to exposure to cold weather. The device was then cleared for implant. The device was never in service. There was no patient involvement.

Event description:
It was reported that this implantable pacemaker record a fault code 1003. Data was sent for engineering analysis. Analysis showed that the device recorded days with temperatures near or below labeled storage conditions. The battery voltage is tracking the temperature, and has recovered with warmer temps. The device can be implanted. The device was never in service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.